Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when attempting to inject the definity, it failed to flow. The reporter stated "multiple checks were conducted to ensure the valve was set to the correct orientation for injection, but without success. The 4-way stopcock was subsequently replaced, and the new stopcock functioned flawlessly. This incident resulted in a slight delay in administering the necessary contrast.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.